Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After a 3.5 x 32 veriflex stent was deployed, this 20mm x 3.75mm nc quantum apex¿ balloon catheter was advanced to post dilate the lesion. The balloon got inside the stent however the shaft of the balloon broke inside the guide. They used an apex 4.00mm x 8mm to track the balloon to pull the entire system out. The procedure was then completed at that time with a satisfactory outcome. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the returned device consisted of the hub and hypotube of an nc quantum apex balloon catheter. The distal portion of the device, including the shaft, balloon and distal tip, was not returned. The catheter was visually and tactilely inspected; there was blood in the hub and multiple hypotube kinks. The hypotube was broken 58cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. There was no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After a 3.5 x 32 veriflex stent was deployed, this 20mm x 3.75mm nc quantum apex balloon catheter was advanced to post dilate the lesion. The balloon got inside the stent however the shaft of the balloon broke inside the guide. They used an apex 4.00mm x 8mm to track the balloon to pull the entire system out. The procedure was then completed at that time with a satisfactory outcome. No further patient complications were reported and the patient's status is fine.